Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: a, was there a surgical delay? If yes, what is the duration of the delay? No b. It was stated that the corail pinnacle metalose in the event description. Yes, ultamet. C. Please clarify if there was implant loosening elevated metal ions or foreign body reaction, etc. Please kindly provide details. Yes.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Corail pinnacle metalose. First implantation 2001. Dor: 02 nov 2023. Affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, first implantation 2001 right hip, corail pinnacle metalose the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a photo review from attachment (B)(4). The x-ray investigation revealed that the pinnacle 100 acet cup 50mm presented no evidence of implant fracture or anything indicative of the device nonconformance. The overall complaint was not confirmed as the observed condition of the pinnacle 100 acet cup 50mm would not contribute to device nonconformance. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.